Event description:
It was noticed that the tip of the essure coil was bent before inserting could into fallopian tube. Deployment device removed and other opened. There was no harm to the patient.what was the original intended procedure?sterilization.device #1is this a laboratory device or laboratory test?no.